Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified iiiiac artery. A 3.00mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, the balloon ruptured at nominal within 40 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.